Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 12 events were reported for this quarter. Product return status: 10 devices were received for evaluation; 2 devices were not available to stryker for evaluation. Evaluation status: 8 events were confirmed during testing; 8 devices were found to be affected by a bent foot; 2 device evaluations are in progress. Product disposition: these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device was bent. The 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 12 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received. Evaluation status confirmed 2 reported events were confirmed during testing. - 2 devices were found to be affected by a bent duraguard.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was bent. 12 events had no patient involvement; no patient impact.